Event description:
The doctor received the anatomage guide and noticed that the guide did not fit over the stone model. The guide also had fit problems in the pt's mouth as it was not well seated and rocking from side to side. However, the doctor used the guide anyway and when he drilled with the 2.0mm drill it drilled too lingual. He bone grafted and sutured the area. Local anesthesia was administered for the procedure.

Manufacturer narrative:
Method: guide fit reviewed by comparing stone model cbct scan used for production to stone model optical scan.